Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of discomfort. Upon interrogation, the right atrial lead impedance trended a slow decrease. Lead integrity check was performed with isometric testing, no anomalies were noted. No intervention was performed. The patient would continue to be monitored.